Manufacturer narrative:
Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned mother board. A capacitor on the mother board burned and there was evidence of a fluid spill on the display cable connector. The burned board was noticed during machine repair after the machine alarmed with a flow error message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned mother board. The biomed replaced the mother board, which addressed the burn damage and the flow error. The unit was returned to service at the user facility. The mother board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned mother board. A capacitor on the mother board burned and there was evidence of a fluid spill on the display cable connector. The burned board was noticed during machine repair after the machine alarmed with a flow error message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned mother board. The biomed replaced the mother board, which addressed the burn damage and the flow error. The unit was returned to service at the user facility. The mother board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.